Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that "around one week after the intra-aortic balloon (iab) was inserted, a bubble was noticed in the pressure kit while flushing the central lumen." As a result, the iab was removed and replaced. There were no reported patient complications. The pump used was an autocat 2.